Event description:
During an in clinic follow up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. Lead damage was suspected. No intervention has been performed. The patient was stable and will continue being monitored.